Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 ,the reporter contacted animas alleging that on the same day, the patient was hospitalized for elevated blood glucose (bg) of 478 mg/dl with symptoms of dehydration and unspecified ketones. The patient reportedly remained on the pump and was treated with intravenous fluids. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match, however, the variation was determined to be due to normal use of the pump in that the basal edit screen was accessed. Reportedly, the user made changes to the basal program without input from their healthcare provider. Troubleshooting did not find any pump defects; the pump was found to be delivering correctly as programmed. Troubleshooting indicated the following diabetes management factors contributed to the alleged bg excursion: change in pain level; weight change, change in physical activity level, and change in nutrition without adjustment to insulin regimen; dehydration not caused by bg excursion; failure to bolus; miscounting carbohydrates. Additionally, the reporter noted that the patient had bolused without eating and with delayed eating. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention with use error of the pump as a contributing factor.